Event description:
It was reported to boston scientific corporation that a captivator¿ ii snare was used in the cecum during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare was unable to cut and failed to deliver current. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device showed no anomalies. Functional analysis showed that the device passed the electrical test with resistance measured at 12.5 ohms, which is within specification. The complaint was not confirmed. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator&#10249;I snare was used in the cecum during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare was unable to cut and failed to deliver current. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of failure to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.